Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because apply sample was not resolved with troubleshooting.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the test strips were tested and the primary complaint was not confirmed. However, a secondary issue was noted during control solution testing where the test strips did not fill; no assignable cause was found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k)# is k073231.